Event description:
It was reported that during the procedure that the right atrial (ra) lead had noise. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.